Manufacturer narrative:
A sample has not been received for evaluation. Without the benefit of analyzing the device, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available, a follow up report will be filed.

Event description:
Date of event: (B)(6) 2013. According to the information received, a balloon catheter would not deflate. The user was sent to the hospital to have the device removed. No adverse effect from the foley balloon for not deflating was stated in the complaint.